Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
Approximately two months after stent implantation, the patient expired. The cause of death is unknown.